Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. The customer's blood glucose was 400¿s mg/dl at the time of incident. The customer stated the alarm started in the morning, however he messed with it and thought he had gotten it to work and pressed resume. He checked his blood glucose level and found 400 mg/dl so he took a manual injection. Once home he changed the set and reservoir and is receiving the insulin flow alarm again. The customer¿s current blood glucose level is 407 mg/dl. The customer took a manual injection and bolused with the insulin pump. The customer performed troubleshooting and confirmed the pump is working as designed. The customer was advised to change the infusion set and reservoir. The product will not be returned for analysis.